Event description:
Consumer reports that the strings were coming out while the product was being removed.

Manufacturer narrative:
Date of this submission is (B)(6) 2011. This closes out this report unless additional significant information is received.